Manufacturer narrative:
Manufacturer: the device was manufactured at one of the following manufacturing locations: availmed (B)(4) or baxter healthcare - englewood (B)(4). (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a "shearrmark" damage on the bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.